Event description:
An occlusion alarm was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support guided the caller on how to troubleshoot the issue, but the caller was unable to deliver the bolus, and a subsequent cartridge alarm occurred that could not be cleared. As a result, the pump was replaced by technical support.